Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's had pump error on their device. The customer's blood glucose level at the time of incident was unknown. It was reported that device alarmed for power error. Troubleshoot was reported to be conducted. It was reported that the customer was assisted in resetting and clearing the device, and was advised to monitor the device. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was returned for power error alarm 25. The power management tool confirmed the pump error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The pump was received with minor scratches on the lcd window, case and keypad overlay.